Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.